Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic after receiving a patient notification. Episodes of non-sustained lead noise were observed. The noise was unable to duplicate. Egms revealed potential emi on the ventricular channel. Programming changes were made and no symptoms were reported.